Manufacturer narrative:
Additional information: alcon is conducting an ongoing investigation of reports of post-operative inflammation that were reported in cataract surgery patients implanted with restor and restor toric family of iols in (B)(6) since (B)(6) 2015. In the interest of patient safety, all restor and restor toric iols were voluntarily recalled from the (B)(4) on 15-apr-2015 and surgeons in (B)(4) were advised not to implant the restor and restor toric family of iols. Following this recall, an increase in the number of cases of post-operative inflammation were reported for acrysof® iq toric iol models sn6at6, sn6at7, sn6at8 and sn6at9. Therefore, on september 29, 2015 the voluntary recall was expanded to include these additional lens models.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been two other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported postoperative inflammation following an intraocular lens (iol) implant procedure. The patient experienced a decrease in vision. An anterior chamber wash out and vitrectomy were performed. The patient was treated with medication and symptoms began to improve. Product sample is unavailable for return as it remains implanted.